Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was failed to display the medications order. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station had a communication issue. A technical support specialist stated that the customer has worked with iest agent to resolve the issue. The system functioned as intended after the technical support specialist verified the device.